Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided it was observed a firing trigger spring inside of a plastic bag. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the lap gastric sleeve procedure with plee60a and seamguard, the doctor noticed during the first few firing the handle sounded funny when closing. During the 4th firing, a spring fell out of the handle on to the floor. It was received and bagged. Picture available. Another stapler was opened and used to complete the case. The surgery was delayed by five minutes. There was no patient harm.